Event description:
The device user (du) reported concerns with po2 discrepancy between the metra and their blood gas device one hour into the perfusion. While troubleshooting was being completed, it appeared that the issue might be a fluctuating po2 which gave the appearance of a difference. It was confirmed the flows were stable. The du plotted the po2 on the graphical user interface (gui) to confirm historical po2 levels which showed lots of variation. An image of the gui showed four percent o2 delivery to the liver. A manual calibration was completed which showed a small offset of 12kpa to 7kpa which the du was pleased with. However, subsequently the du reached out again to report that the instability of po2 returned. The liver was discarded because viability criteria was not met. In particular, lactate increased drastically after an initial drop before the oxygenation issue. In addition, biliary parameters worsened towards the end of perfusion.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se repeated oxygen concentrator testing several times and measurements were normal. They also checked the air pump and divertor valve function. Perfusion data was downloaded from the device and uploaded for review. The device data was reviewed by a member of the clinical team and it was determined that no issues were identified. The root cause of the reported issue could not be determined based on the information available.